Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model:sc-8336-70; serial: (B)(4); batch: 19169898.

Event description:
It was reported that the patient experienced pain at the ipg and lead sites. It was also reported that the patients stimulation was no longer adequate. All device components were explanted and will not be returned.